Event description:
A malfunction alarm was reported, identified by the malfunction code "malf 0". There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions on how to reset the pump, and after doing so, the malfunction did not recur. Customer was advised to continue using the pump and to reach out if the issue reoccurs, which was understood by the customer.